Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and cracked belt clip slot. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was damaged. Customer stated the insulin pump's display was severely scratched. The customer stated they were unable to read the display as a result of the scratches. Customer's blood glucose was 150 mg/dl. The customer stated the insulin pump was hanging from their hip, causing the damage. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.